Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarms were noted. The motor was found with corrosion. The motor test could not be performed due to the motor anomaly. The insulin pump was received with a cracked case at a reservoir tube and battery tube threads.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that the error alarm occurred during rewind. Customer does not remember any significant events that led up to the alarm. Blood glucose level was not provided at the time of the call. No further information was provided.